Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter phone number is (B)(6). The complete initial reporter facility name is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the performed general maintenance confirmed the reported error, the arctic sun device was not cooling. The chiller pump was defective. A depot service was required. Per review of wo on 02jul2025, there was no patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-04785. The complete initial reporter phone number is (B)(6). The complete initial reporter facility name is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the performed general maintenance confirmed the reported error, the arctic sun device was not cooling. The chiller pump was defective. A depot service was required. Per review of wo on 02jul2025, there was no patient involvement.